Event description:
It was reported that a user experienced insulin cartridge leakage into the ilet pump insulin chamber, associated with elevated blood glucose for a couple of hours after supply changes; the user had been connecting the cartridge, connector, and infusion set together before inserting into the pump, and was advised to rewind the pump, insert the cartridge alone, lock the connector, then attach the infusion set to mitigate leaks. Symptoms included hyperglycemia without other reported symptoms. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included telephone troubleshooting and review of the supply change process. Investigation of this case revealed a probable use-related issue involving the cartridge and connection sequence that could lead to leakage and inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.